Event description:
It was reported that the basal rate reset to 0.0 on the infusion device. The basal rate reset automatically to 0.0, this was not the basal rate that was originally programmed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.